Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6). Phone number: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the biliary tree during a dilation of biliary tree procedure performed on (B)(6) 2024. During the procedure, the balloon broke. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the biliary tree during a dilation of biliary tree procedure performed on (B)(6) 2024. During the procedure, the balloon broke. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional and xray inspection found a dry contrast media inside the catheter. The device was submerged in warm water to remove the possible contrast media, but the problem remained. Functional testing could not be performed due to the device returned with some dry contrast media inside the catheter, restricting the capability of the device to have its functionality tested. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was unable to be confirmed. The device returned with some dry contrast media inside the catheter, restricting the capability of the device to have its functionality tested. Therefore, the most probable root cause is cause not established. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.